Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that difficulty was experienced whilst advancing the dcs in this event. Difficulties advancing the dcs through the vessels is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that it was a very calcified and tortuous anatomy. This indicates that the probable cause of the advancement difficulties was patient anatomy. It was then reported that the capsule of the dcs separated while passing the iliac artery to the abdominal aorta. The device was returned to medtronic for analysis. Voids were observed along the proximal end of the capsule. There was also a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Thus, confirming the reported event. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. Although it was reported that the valve load was verified, due to the absence of fluoro load check cines, this cannot be independently verified. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may also be increased by tracking through tortuous patient anatomy. In this case it was reported that the anatomy was difficult with hard calcification and tortuosity involved. It was reported that the passage from the iliac to the aorta was difficult requiring a sustained push. As per the evolut pro system instructions for use: ¿there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was no damage noticed on the threading of the screw gear. Voids were observed along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve cannot be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was verified. There was difficulty advancing the delivery catheter system (dcs) through calcified and tortuous anatomy. The capsule separated while passing the iliac artery to the abdominal aorta. No adverse patient effects were reported.